Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Log analysis: suctions occurred, no motor current (mc) spike observed. At p9 impella low flow alarms seen on same day suction reported followed by impella in aorta alarms, pump suction: the cause of the suction issue most likely was patient related. Access site adverse event: the root cause of oozing issue most likely was use related since the physician at bedside added a stitch to site and oozing has since improved. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
Complaint coding was updated to better reflect the reported event. Consequently, section h6 health effect clinica/impact codes and medical device problem codes were updated/corrected and repopulated accordingly. Note: h6 investigation type/findings/conclusion remain unchanged as previously reported

Manufacturer narrative:
Patient-specific information a4: weight is unknown. Device status: the impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The patient presented to the catheterization lab during st-segment elevation myocardial infarction. High left ventricular end-diastolic pressure was observed along with multivessel disease. Cardiothoracic surgery was consulted. The patient was intubated, and the impella cp was placed in the right groin. A temporary pacer wire was also utilized for support. The patient was thereafter transferred to the unit in critical condition. Upon arrival at the unit, ¿heavy¿ oozing at the insertion site was noted and a stitch was added. Suction occurred soon thereafter arrival as well, and 2l of albumin was given resolving the suction. Latest hemoglobin levels were low, and four units of packed red blood cells and two units of fresh frozen plasma were administered. The following day, the patient remained in critical condition. However, it was noted hemoglobin had improved since the transfusion, and there was no more bleeding from the insertion site. Mcs would continue for one additional day before the patient expired. The patient was without neurological response, and the family decided to withdraw care.